Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of medical device removal ('hysterectomy/ bilateral salpingectomy') in a 23-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced drug hypersensitivity ("I had allergy to perocet") and procedural pain ("pain after bilateral salpingectomy"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), oxycodone hydrochloride;paracetamol (percocet) and surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, drug hypersensitivity and procedural pain outcome was unknown. The reporter considered drug hypersensitivity, medical device removal and procedural pain to be related to essure. The reporter commented: as per social media content she underwent bilateral salpingectomy for essure removal. Concerning the injuries reported in this case the following were reported via social media- medical device removal, drug hypersensitivity, post-procedural pain. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(4).¿ medical assessment: the medical event reported is not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. No further information was provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of medical device removal ('hysterectomy/ bilateral salpingectomy') in a 23-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced drug hypersensitivity ("I had allergy to perocet") and procedural pain ("pain after bilateral salpingectomy"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), oxycodone hydrochloride;paracetamol (percocet) and surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, drug hypersensitivity and procedural pain outcome was unknown. The reporter considered drug hypersensitivity, medical device removal and procedural pain to be related to essure. The reporter commented: as per social media content she underwent bilateral salpingectomy for essure removal. Concerning the injuries reported in this case the following were reported via social media- medical device removal, drug hypersensitivity, post-procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a medical doctor and describes the occurrence of medical device removal ('hysterectomy/ bilateral salpingectomy') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced drug hypersensitivity ("I had allergy to perocet") and procedural pain ("pain after bilateral salpingectomy"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), oxycodone hydrochloride;paracetamol (percocet) and surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, drug hypersensitivity and procedural pain outcome was unknown. The reporter considered drug hypersensitivity, medical device removal and procedural pain to be related to essure. The reporter commented: as per social media content she underwent bilateral salpingectomy for essure removal. Concerning the injuries reported in this case the following were reported via social media- medical device removal, drug hypersensitivity, post-procedural pain. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-(B)(4), ¿processing essure cases in dev@com.¿ medical assessment: the medical event reported is not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. No further information was provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events: I had allergy to perocet, pain was added. Reporter, treatment drugs added. Event hysterectomy updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.